Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that communication with the endoscope was no longer possible due to a malfunction of the output socket or poor contact with the scope connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had displayed error code b30 (scope communication error). The issue occurred during preparation for use for a diagnostic (gastroscopy) procedure. The procedure was completed using a similar device with a short delay. There were no reports of patient harm.